Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. On (B)(6) 2018, the unit was triaged and service found thermal damaged on a component within the pump.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.